Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device was not explanted, no further investigation can be performed at this time. Based on the case history reported it is not possible to draw a definite root cause for the event reported. However, based on the documents review performed, no manufacturing deficits were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Event description:
The manufacturer received information on this event through the sure-avr registry. On (B)(6) 2016, a pvs25 was implanted in aortic position. On (B)(6) 2016 (postoperative day 7), a permanent pacemaker was implanted due to a new conduction abnormality (av block type iii). The patient was discharged to home on (B)(6) 2016. No device-related adverse events are reported on the registry.